Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome on (B)(6) 2016. It was reported that on (B)(6) 2016, the patient¿s right leg and ankle were swollen. The patient stated that the therapy is supposed to be helping the lower right back, hip and, right leg. When the patient sat down on hard surfaces on (B)(6) 2016, she was getting ¿charlie horse pain¿ in both back thighs and the pain is consistent. The patient tried decreasing stimulation to see if that helps, but the patient said that it did not help. The patient¿s next appointment is (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.